Manufacturer narrative:
The reported observation of warm ipg site was not confirmed during electrical analysis of the ipg which included temperature testing with stimulation on at the patient¿s settings. While the ipg was in the thermal chamber with stimulation turned on, the ipg internal thermister temperature and external thermocouple temperature correlated and were within the expected range. A diagnostic log review did not note any anomalies. The device was subjected to a functional test on automated test equipment (ate). This tester verifies the electrical performance of the control/communication circuitry, output signal integrity, all test steps passed. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformance's noted that could have contributed to this issue.

Manufacturer narrative:
The date of event is estimated. E1- initial reported phone number: (B)(6).

Event description:
It was reported that the patient experienced heating at the ipg site. Surgical intervention was undertaken wherein the ipg was explanted and replaced.